Event description:
It was reported that upon inserting the stem for primary surgery the surgeon did not feel stem matched the last broach. The surgeon felt it would be unstable. Surgeon removed stem and used a different stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is 73 inches in height. An event regarding stem size/fit issue involving an accolade stem was reported. The event was not confirmed. A visual inspection was performed and the stem was unremarkable. A review of the available information by a clinical consultant indicated that the patient had a right hip osteoarthritis with proximal distal mismatch. This may indicate the patient had an abnormal geometry femoral canal where standard components do not provide an adequate fit. This seems to be a patient-related factor. There is however no x-ray available to verify this while the involved accolade stem looks quite normal although obviously it does not allow to check dimensions for the implant to be within specification. Based on the current information it would not be possible to establish a root cause of failure for this case. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, such as patient history and progress notes, are needed to fully investigate the event.

Event description:
It was reported that upon inserting the stem for primary surgery the surgeon did not feel stem matched the last broach. The surgeon felt it would be unstable, surgeon removed stem and used a different stem.